Event description:
The customer requested service after noting that the wire from the wash zone on the architect analyzer was broken and wash buffer was noted in the area of the wire. The field service representative (fsr) visited the account in response to this issue and observed a corroded wash zone mechanism grounding strap. Per the instrument service advisory, the fsr removed the grounding strap. When placing the grounding strap in a container, the strap burst. There was no report of injury or harm to personnel or damage to the surrounding environment. During the evaluation of this event, it was discovered that the fsr had not followed the procedure outlined in the isa regarding handling of the corroded part. The grounding strap had been placed in a biohazard bag instead of an antistatic bag. The fsr has been re-trained on proper procedures.

Manufacturer narrative:
(B)(4). Evaluation result: when the architect wash zone mechanism ground strap is exposed to architect wash buffer containing sodium azide, over time and as a result of multiple fault conditions, a reaction can occur between the copper of the wash zone mechanism ground strap and the sodium azide within the wash buffer forming an unstable copper azide compound. Abbott became aware of a single customer report which precipitated an internal investigation and the release of an urgent field safety notice, product correction in (B)(6) 2009 informing the customer base that under specific conditions, the architect wash buffer containing sodium azide can come in contact with either of the two wash zone ground straps containing copper. The copper may corrode and form an unstable chemical substance that may be sensitive to direct pressure and impact. In addition to the urgent field safety notice, associated instrument service advisories for the architect on the special precautions for corroded metals and technical service bulletins detailing the instructions for replacement of the copper wash zone ground strap with the non-reactive stainless steel ground strap were also released to service personnel. When performing the instrument service advisory on the architect i2000sr at the customer location, the field service representative (fsr) mistakenly utilized a biohazard bag rather than the required anti-static bag to contain the corroded wash zone mechanism ground strap which resulted in the volatile reaction. The fsr was retrained on the proper implementation of the instrument service advisory and the advisory was versioned to include additional precautionary notes and handling information. Further investigation of the issue includes but is not limited to extensive global assessment on the abbott instrument platforms with respect to potential exposure of heavy metals to reagents/solutions containing sodium azide and assessments of other hazardous reagent/solutions and potential reactions with instrument components. The existence of multiple fault conditions and the potential for sodium azide to react with unprotected copper, as well as, human error were identified as the causes to this issue. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Under certain conditions, sodium azide can react with unprotected copper to form an explosive compound; the copper present in the ground strap at the time of the incident was exposed to sodium azide for a long enough period of time to form corrosion and eventually a volatile compound. A potential cause was an incorrectly installed waste line. An investigation was conducted and concluded that under certain conditions, sodium azide can react with unprotected copper to form an explosive compound. Independent studies were performed to determine the chemical composition of deposits found on field returned ground straps, potential hazards of copper azide deposits, formation rates of copper azide, the feasibility of (B)(4) as a potential ground strap material and other potential hazards. One study revealed there are other metals, potentially utilized in instrument designs, that may form an unstable azide compound are gold, silver, copper, brass and tin. The (B)(4) performed a study to determine the viability of (B)(4) as replacement for copper. (B)(4). A global assessment of sodium azide was conducted. Other parts identified as containing copper will be replaced with other material with no known potential volatile metal formations. Instrument designs will avoid the use of bare copper or tin coated copper in areas where significant exposure to sodium azide might be expected. Corrective actions were implemented in response to this issue. The material of the ground strap was changed to a (B)(4). A mandatory technical service bulletin required that every copper ground strap be replaced by field service to the new (B)(4) strap. In addition to the implementation of a (B)(4) mechanism ground strap, instructions on the removal and packaging of potentially corroded group straps were incorporated into labeling. A review of complaint tracking and trending from (B)(4) 2009 to (B)(4) 2010 indicated that there were no complaints with respect to corrosion or adverse events in conjunctions with the replacement (B)(4) architect wash zone mechanism ground strap. Product labeling was reviewed and found to adequately address the potential hazards involved with products containing sodium azide; however, labeling was enhanced to include reference to (B)(4).